Event description:
It was reported that the pump touchscreen would be "slow to turn on" after the customer pressed the wake button on the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.